Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no sound perception with the device. External parts have been checked without improvement. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure, even though no such causal event, like an accident, is mentioned in the patient report. This is a final report.

Event description:
The patient no longer has any sound perception with the device. Family reports no incident of accident or trauma. The patient was re-implanted.